Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd perfusion¿ syringe was found leaking as liquid passes beyond the seal of the plunger. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: defect: leakage past the stopper it has been received 4 used samples of 50pf lot 1706205p for investigation. Upon visual inspection of these samples received it can be observed leakage between stopper rings. No damage or molding defect can be observed in any of them and the stopper is correctly assembled to the plunger in the four syringes. They are empty and disassembled not observing any damage or molding in the plunger rod that could have caused the alleged defect. Leak test cannot be done with these samples since they are used and they are single use so, functional characteristic could not be reliable. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. DHR of lot 1706205p has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Thirty retained samples of 50pf lot 1706205p are evaluated. On visual inspection of these thirty samples, no damage or molding defect can be observed in any of them. The stopper is correctly assembled in the thirty syringes. Leak test is carried out with the 30 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 30 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. So according to results obtained from test with retained samples and visual inspection of the samples received, this issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined. Investigation conclusion: according to results obtained from test with retained samples and visual inspection of the samples received, this issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined.